Event description:
It was reported that post-op of a lavh procedure, the pt developed bleeding. The pt was taken back to the or and oversew the staple lines. The pt is currently stable.

Manufacturer narrative:
Date sent: 05/21/2008. Info anticipated, but unavailable at this time.